Event description:
Customer was admitted to hospital for high blood glucose and ketoacidosis. Customer drank a whole pitcher of kool-aid per nurse. Checked programming, insulin, concentration, am/pm basal rates/times, bolus history , alarm history and programming were correct per nurse. Disconnected at quick release. Programmed a 3u (u-100) fixed with reservoir in pump and insulin exited. Performed high pressure test and pump alarmed within specifications.